Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 349 mg/dl after not announcing a meal, for which they were advised to wait before taking further action; subsequent fingerstick showed improvement to 168 mg/dl after monitoring and education. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included resolution toward target range without need for emergency care or hospitalization. Investigation included case review and user troubleshooting with education on meal announcement and monitoring. Investigation of this case revealed no device alarms or malfunctions and suggested user management factors as the most plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.